Event description:
Device issue: proximal shaft separation. Time of device issue: during stenting procedure. Adverse event: none. It was reported that the 2.5 x 23 rx xience stent delivery system (sds) would not advance through a calcified lesion in the left circumflex (lcx). The physician tried several times to advance but was unsuccessful and this resulted in the proximal shaft separating. A second 2.5 x 23 rx xience sds was used and would not advance through the calcified lesion in the lcx. The procedure was aborted and medication was prescribed for the pt. The physician reported that the pt's vessel did not have enough elastic and the procedure time had to be short. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device revealed that the stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found that the tip length and stent implant outer diameters met mfg criteria. It was confirmed that the hypotube and jacket material had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating and the jacket material was stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were also kinks in the hypotube distal to and proximal to the separation. Since no damage was noted during product inspection prior to use, it is likely that the hypotube became kinked and ultimately separated during the attempt to cross the lesion. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately calcified, which likely contributed to the failure to cross. In this case, the failure to cross, kinks, and separation of the hypotube appear to be related to operational context. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks/bends during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity.